Manufacturer narrative:
Manufacturing site and product name corrected.

Event description:
It was reported that on an unknown date, a patient was treated with a gore® excluder® conformable aaa endoprosthesis and an unknown device from another manufacturer. On an unknown subsequent date, the patient presented with a type ia endoleak due to device migration. The patient was treated with the implantation of an unknown aortic cuff. All devices were later explanted and the patient was converted to open repair (this event is described in event (B)(4), nca reference no. (B)(4)).

Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. The instructions for use also state that the gore® excluder® conformable aaa trunk-ipsilateral leg endoprosthesis (trunk) is compatible and is intended to be used in conjunction with the gore® excluder® aaa contralateral leg endoprosthesis, not third party devices.

Manufacturer narrative:
All devices were later explanted and the patient was converted to open repair (this event is described in manufacturer no. (B)(4)). Implant and explant dates unknown. Based on the devices being used outside of the instructions for use and the lack of information available to investigate a type I endoleak, no additional analysis is required. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date, a patient was treated with a gore® excluder® aaa endoprosthesis. On an unknown subsequent date, the patient presented with a type ia endoleak due to device migration.

Manufacturer narrative:
Corrected manufacturing site.

Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed. The imaging evaluation performed by a clinical imaging specialist showed the following: one set of post-implantation computed tomography angiography (cta) available for evaluation. No date on the imaging. The length from the left renal artery to the proximal circumferential device appears to be ~7mm, by outer curve length. Cannot confirm device migration with one time-point. There appears to be ~11mm of proximal device seal. A lumbar artery is visualized at the level of the distal seal in the device trunk. Possible contrast in the posterior sac, suggesting a type ii endoleak involving a lumbar artery. Aortic diameter just distal to the left renal appears to be 21.4mm. Aortic diameter ~8mm distal to the left renal appears to be 21.5mm. Aortic diameter 15mm distal to the left renal appears to be 24.0mm. Contrast is pooling in the anterior sac communicating with the inferior mesenteric artery (ima), thereby, confirming a type ii endoleak involving the ima. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. The instructions for use also state that the gore® excluder® conformable aaa trunk-ipsilateral leg endoprosthesis (trunk) is compatible and is intended to be used in conjunction with the gore® excluder® aaa contralateral leg endoprosthesis, not third party devices.